Event description:
It was reported that the patient's remote was displaying the end-of-life message and loss of stimulation was noted. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date manufacturer was made aware.